Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump case slid off the customer's pants intermittently. The customer stated the smooth metal clip slides up when the customer would bend over. The customer reported the pump fell out and pulled the infusion site out. There was no known impact to the customer's blood glucose level. The customer refused to discuss the issue further.